Event description:
A possible fractured was noted.

Manufacturer narrative:
Final analysis found that one of the wires of the distal coil was fractured at 22.4 cm from the connector pin. The distal insulation was abraded at the same location. The proximal insulation was abraded at 13 cm from the connector pin.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance. Atrial lead impedance was in the mid to upper 200's range since may 2007.